Manufacturer narrative:
D4 - primary unique device indentifier (UDI)#:(B)(6) "UDI related data quality updates only" h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: 4581-significant reduction of iridocorneal angles. H6 - work order search: no additional similar complaint within associated lots was found. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens; -14.0/4.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted in a separate surgery the same day due to excessive vault and significant reduction of iridocorneal angles. This resolved the problem. Cause of the event was unknown. It is unknown if the device failed to perform as intended.